Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument was observed to be defective. The instrument was not used on the patient. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter to gather additional information. It was stated that instrument was not functioning properly prior to a case and were set aside for return.